Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display issue. It was reported that the pump screen was frozen at the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the complaint could not be duplicated or confirmed. The display screen was intact and operating normally. Unrelated to the initial complaint, the audio bolus button cover was torn.